Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and the clock monitor test detected a mismatch between the system clock and the watchdog clock. The customer¿s blood glucose level was 170 mg/dl. The customer stated that they had changed the battery and received an unexpected error. It was reported that they had performed the self-test and was passed. The troubleshooting was performed and was advised to remove the current battery from the pump and insert a new battery (per IFU guidelines) and the pump alarmed unexpected prestart. It was also reported that they had damage on the screen and near act button. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instructions instruction. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error alarm or unexpected restart error test or general - unexpected restart alarms, reset time or date anomaly after change battery noted during testing. Device had minor scratched lcd window. No cracked lcd window noted.